Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 1256962. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. With no sample analysis a probable root cause could not be offered. CAPA is not required at this time there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tip of the bd posiflush¿ normal saline syringe was damaged and leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: when the flush was used to seal the tube, it was found that the cap end of the flush was damaged and leaked.